Manufacturer narrative:
A partial lead with the distal tip measuring 50.2cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.5-10.0cm from the distal tip. Internal insulation abrasions were noted at 7.5-8.6cm and 12.5-14.4cm from the distal tip. Internal insulation abrasions under the rv shock coil were noted at 6.2-6.4cm and 6.0-6.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 5.1-5.8cm from the distal tip. The rv conductor etfe was abraded, broken, and separated at this location. This is consistent with the observation from the field of high hv lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient came to the hospital, out of range, high lead impedance was observed. Lead was explanted and a new lead was implanted. Patient was stable prior and post procedure.